Manufacturer narrative:
Concomitant medical products: zimmer head cat#00801804002 lot#61384355, zimmer liner cat#00630506240 lot#61300325, zimmer cup cat#00620006222 lot#61316064. Reported event was confirmed with medical records provided. Review of the available records identified the following: the patient underwent a left hip revision due to pain and elevated metal ions. Medical tests showed that the patient's metal ion levels were elevated. During the procedure, trunnionosis and metallosis were observed. There was large effusion with thickened capsule. Oxidation with discoloration of the liner was observed. The head and liner were removed and replaced. Review of the device history records identified no deviations or anomalies during manufacturing related to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00666, 0001822565 - 2019 - 03860, 0002648920 - 2019 - 00885.

Event description:
It was reported the patient underwent bilateral tha. Subsequently patient experienced pain and elevated metal ions. Approximately 8 years later, patient was revised. It was noted the surgeon reported metallosis and in vivo corrosion and oxidation of the liner. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00666.

Event description:
It was reported patient underwent left total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 8 years later due to unknown reasons. The stem and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.